Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was inserted and had to be removed. Part of eye had to be drained. Patient status is unknown. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: additional information was provided and confirmed the lens was fully inserted and removed during the same procedure. The anterior part of the right eye was drained as an unplanned vitrectomy was performed. The incision was slightly enlarged, sutures were required, and a lens cutter was used. There was no patient injury. There was no issue with the lens and it was confirmed that the patient did not have a pre-existing conditions. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The patient is doing good post-operatively. The lens is not available for evaluation as it was discarded. No additional information was provided. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1946. Section a3a: sex: male. Section a3b: gender: cisgender man/boy. Section a4: weight: unknown/asked but unavailable (asku). Section a5: ethnicity: unknown/asked but not provided. Section a6: ethnicity a6: race: white. Section h6: health effect: impact code: 4625 vitrectomy, incision enlarged, sutures, 4631 removal and replacement. Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.